Manufacturer narrative:
The account replaced the hydraulic valve for the head up to resolve the issue.

Event description:
Account alleged that the head section did not rise; only the knee section goes up when the button for head up is pushed. No pt impact.